Event description:
It was reported that four er320's were used during an unk procedure. It was reported by the affiliate that the first instrument had a broken jaw. The other three er320's had the jaws blocked (jammed). No further info is available on this case. There was no consequence to the pt.